Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was reading low; the customer did not check the blood glucose level and treated based on the sensor glucose and ended up in the hospital with diabetic ketoacidosis around (B)(6) 2012. The customer also reported experiencing sensor reading discrepancies and the insulin pump going into threshold suspend. The customer was receiving change sensor alerts after only 3 days of use. The customer stated that the issue occurred with three sensors from the same box. Blood glucose value was 9 mmol/l. Sensors would be replaced and returned for analysis.